Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's mother reported 1.5 weeks prior to the incident; she noticed the patient's blood glucose levels were higher than normal. Mother stated the patient has a lot of hypoglycemia, but since 1.5 weeks ago, the patient has had more hyperglycemia. Mother reported she thought this was strange. Patient's normal blood glucose range is 7.0-13.0 mmol/l (126-234 mg/dl). Mother reported the patient went for a sleep over and on (B)(6) 2011 the patient's evening blood glucose level was 27.0 mmol/l (486 mg/dl). Mother stated the patient had 3+ ketones and was given a bolus of 4.0 units of insulin by pen and a bolus via the infusion device. Mother reported the friend's mother called the emergency doctor at the hospital who advised the treatment correction for the patient. Mother stated the patient's correction was given by the friend's mother and the patient's blood glucose level returned to normal after the bolus. Product was replaced and requested return of the alleged product for evaluation.